Manufacturer narrative:
Results pending completion of the investigation. H3 other text : although requested, device return is not anticipated.

Event description:
The customer reported a combination of false positive hcg and invalid results with lot 0000661956 and two other lots while using henry schein hcg dipstick urine tests. The patient was sent to the ob/gyn and a false positive result was determined. The customer was unable to clarify which lots experienced false positive or invalid results. Although it was not confirmed, an MDR will conservatively be filed on each lot number. No adverse event reported. See MDR- 2027969-2023-00104 and 2027969-2023-00106 for the two additional mdrs.

Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results with strong control lines. No false positive results or invalid issues were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. - invalid: control line fails to appear. Insufficient specimen volume or incorrect procedural techniques are the most likely reasons for control line failure. Review the procedure and repeat the test with a new test strip. If the problem persists, discontinue using the test kit immediately and contact your local distributor. H2 - if follow-up, what type?: updated as investigation was completed. H6 - adverse event problem: updated as investigation was completed. H10 - additional mfg narrative: updated as investigation was completed. H3 other text : although requested, device return is not anticipated.

Event description:
The customer reported a combination of false positive hcg and invalid results with lot 0000661956 and two other lots while using henry schein hcg dipstick urine tests. The patient was sent to the ob/gyn and a false positive result was determined. The customer was unable to clarify which lots experienced false positive or invalid results. Although it was not confirmed, an MDR will conservatively be filed on each lot number. No adverse event reported. See MDR- 2027969-2023-00104 and 2027969-2023-00106 for the two additional mdrs.